Event description:
It was reported that the pump was moved from the front of the patient to the back. The pump was not working and a test was done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8590-1, lot# n0048754, implanted: (B)(6) 2005, explanted: (B)(6) 2009. Product type: accessory. (B)(4).